Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "plate fixation using variax fibula for right fibula fracture. During the surgery, the screw locking failed. The screw was replaced with another one (different size), and the new screw could be used without problem."

Event description:
As reported: "plate fixation using variax fibula for right fibula fracture. During the surgery, the screw locking failed. The screw was replaced with another one (different size), and the new screw could be used without problem."

Manufacturer narrative:
Correction: please refer to d9/h3 (product available to stryker), h6 (method codes, results code, conclusion code, health impact code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Nonetheless, it could be determined that the reported event could be related to an issue already known. Related to post market surveillance activities, a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 t8 and t10 locking feature. The investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this malfunction from happening: ¿caution with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface¿. Although no product related issue could be detected, a preventive action (CAPA) was opened. As a result, the design of the variax 2 locking screws t10, 3.5mm ref 657308(s)-70(s) and t10, 2.7mm ref 657008(s)-70(s) shall be changed to increase the torque to failure of the locking interface. The implementaion is planned to be approved in march 2024. Therefore, the screw was manufactured before any design change took place. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation if the device is returned or if any additional information is provided, the investigation will be reassessed.